Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-14, information was received from the manufacturer representative (rep) regarding a patient receiving dilaudid (8 mg/ml, 1.0609 mg/day) and bupivacaine (20 mg/ml, 0.133 mg/day) via an implantable pump for non-malignant pain. It was reported the patient's pump was empty and the rep was calling for empty pump considerations. The rep stated the patient already left the clinic and the healthcare professional (hcp) did not get the pump logs. The rep stated the patient's last refill was on (B)(6) 2019. It was calculated that depending on the patient's personal therapy manager (ptm) boluses, the pump could have gone empty from (B)(6) 2020 to the date of this call. The rep confirmed the patient did not go through withdrawal, but that his chronic pain came back while his pump was empty. The hcp filled the pump on the date of this call with the same dose/concentration and sent the patient home prior to the rep getting to the clinic.